Event description:
During a total abdominal hysterectomy procedure, the jaw of the pks seal open forceps detached and fell into the patient. The jaw was retrieved from the patient with no patient harm. Another like device was used to complete the procedure.

Manufacturer narrative:
The complaint was confirmed. The jaw has fractured off the forceps arm with the power cord. The jaw was returned with the device. When the two pieces are placed back together all parts are accounted for. This type of failure has been attributed to a micro crack or flaw inside the forceps arm which may occur during the mim (molded injected metal) manufacturing operation. The fracture occurs at the thinnest section of the jaw.